Manufacturer narrative:
On (B)(4) 2014 medtronic representative performed a navigation system check-out, all areas passed. Software investigation completed. Analysis finds that the patient log files do not contain any information related to the system becoming unresponsive while building a tumor model. Unable to determine root cause without further information. A medtronic representative, following-up at the site, reported could not replicate the reported issue. The system was functioning as it should.

Event description:
A medtronic representative reported that, while in a cranial procedure, building a third tumor model, the navigation system became unresponsive. A re-boot of the system restored normal function and the surgery proceeded as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.